Manufacturer narrative:
Evaluation summary: the event could not be confirmed as the stent graft was able to deploy without difficulty. The cause of the inability to deploy the stent graft could not be conclusively determined as the event occurred in vivo and could not be replicated during analysis.

Event description:
An endurant stent graft system was implanted in patient for endovascular treatment of an abdominal aortic aneurysm. The vessel was not tortuous. The vessel was not calcified. It was reported that during the index procedure, the physician was unable to deploy the stent graft in-vivo. The delivery system was removed from the patient. Another device was used and the procedure was successfully completed. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.